Manufacturer narrative:
The reported events of inappropriate shocks due to noise and high pacing impedance were confirmed. As received, a complete lead was returned in one piece measuring 57.6 cm. A scanning electron microscope evaluation verified that all eight filars of the inner coil and both ring electrodes cables were fractured between ring electrode and right ventricular shock coil d at 56.1 cm from the connector pin. The cause of the reported events was due to fractured inner coil and ring electrode cables consistent with bending fatigue.

Event description:
New information notes that increased lead impedance and ventricular noise reversion was also observed on (B)(6) 2020 prior to the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving several inappropriate shocks due to noise. A magnet was not removed until checked in person for fear of continuous shocks. The lead was explanted and replaced. The patient was stable.